Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was received with no unacceptable physical damages. The housing contained a few minor cracks. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be caused by a faulty alarm reed. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4 full UDI number: (B)(4).

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device's high pressure back up alarm was silent. Patient involvement is unknown.

Manufacturer narrative:
Health effects, health impact, b3: day, month, and year of event have been provided and updated.

Event description:
Additional information was received stating that the event occurred on 3-apr-2023 during testing. No patient involvement.